Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. Customer stated the keypad was failing. The customer's blood glucose was normal and did not require medical treatment. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window.